Event description:
Initial assessment of a returned homechoice machine identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The fill volume was 2100ml and the total drain volume was 3413ml. This drain volume meets iipv criteria.

Manufacturer narrative:
(B)(4).device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.